Event description:
The customer observed falsely elevated alinity c calcium results for one patient. The following results were provided: sid (B)(6) alcium initial result 3.77 mmol/l, rerun 2.50 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Correction found in section d4 expiration date and primary UDI number. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue. Return testing was not completed as returns were not available. Review of tracking and trending data for the alinity c calcium assay did identify an increase in complaints for issue of elevated calcium results for this list number; however, the lot search did not identify an increase in complaint activity for the current complaint issue. Device history review did not identify issues associated with the customer¿s observation. Troubleshooting was performed by rerunning the sample with the same reagent lot as the initial testing on the same instrument as the initial testing and on another alinity c instrument. Review of product labeling found adequate information regarding the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c calcium reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c calcium results for one patient. The following results were provided: sid (B)(6) calcium initial result 3.77 mmol/l, rerun 2.50 mmol/l. No impact to patient management was reported.